Event description:
It was reported that the patient presented in clinic with pocket stimulation. The right ventricular lead exhibited low impedance causing the pulse generator to have a polarity switch. The patient was dependent and was admitted to the hospital. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.